Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user was operating the equipment without the use of the chest/seat belt, as warned against in the owner's manual.

Event description:
End user was operating the motorized wheelchair in a parking lot without the use of a chest/seat belt and fell out of the unit. Allegedly, as a result of the incident the end user fractured his hip.